Event description:
As reported: "during a trauma surgery with t2 alpha tibia nail, 3 locking screws have been exchanged while suspected to be packed with the wrong specs. Length does not match with the perception of the surgeon."

Manufacturer narrative:
Correction - please refer to d9 - the product was not returned. The reported event could not be confirmed, since the affected device was not returned and other evidence were not shared for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device in the original packaging must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Correction - the product was not returned.

Event description:
As reported: "during a trauma surgery with t2 alpha tibia nail, 3 locking screws have been exchanged while suspected to be packed with the wrong specs. Length does not match with the perception of the surgeon."

Event description:
As reported: "during a trauma surgery with t2 alpha tibia nail, 3 locking screws have been exchanged while suspected to be packed with the wrong specs. Length does not match with the perception of the surgeon."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.